Manufacturer narrative:
B5: additional information added to summaryh6: impact code added

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was successfully implanted. While in recovery, approximately 45 minutes after the implant procedure, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was completed to treat the pericardial effusion and the patient remained stable throughout the procedure. A tee sweep confirmed that the effusion had resolved. The patient was monitored in the hospital overnight and no further complications were reported. The patient was discharged from the hospital. It was further reported that there was difficulty with the transseptal puncture (tsp). The wire was crossed into the left atrium (la) twice with uncertainty of the tsp location. The wire was crossed into the la a third time and the location was then confirmed and accepted. Sweeps were completed for effusions after each time. Multiple recaptures were also completed during the placement of the wds.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred post implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was successfully implanted. While in recovery, approximately 45 minutes after the implant procedure, the patient's blood pressure dropped, and transesophageal echocardiography (tee) confirmed a pericardial effusion. Pericardiocentesis was completed to treat the pericardial effusion and the patient remained stable throughout the procedure. A tee sweep confirmed that the effusion had resolved. The patient was monitored in the hospital overnight and no further complications were reported. The patient was discharged from the hospital.